Manufacturer narrative:
Ocd performed retained testing, batch record review, and complaint by lot review. All results were satisfactory. (B)(4).

Event description:
A patient sample with no prior history reacted negative with vs603 cell ii during an antibody screen. Testing was performed in manual gel. During tube crossmatching, all units were all incompatible at ahg phase. The customer then performed additional testing using panel cells and anti-m was identified. Reactivity was observed with the homozygous and heterozygous panel cells. Customer performed testing with an increased incubation time of 30 minutes and still no reactivity was observed. Customer phenotyped the donor red cell with anti-m; reactivity of 2+ was observed.